Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/22/2025, a distributor reported via (B)(4) that during the positioning of the white sutures for graft insertion into the femoral socket, an ar-1588rt-2j rt tightrope with deploying suture ruptured at the level of the metallic band while controlled traction was being applied during an anterior cruciate ligament + meniscal sutures procedure with no patient harm. An alternative surgical technique was performed to complete the repair.